Manufacturer narrative:
Follow-up #1: date of submission 9/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings:. The black box shows a time/date reset after power on (B)(6) 2016 11:30. When pump was powered back on the time/date was set to (B)(6) 2016 23:43 and deliveries resumed. A manual time/date change was observed from (B)(6) 2016 00:10 to 2016-07-31 12:12. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default setting.3. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. Removed cover; a visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump did not maintain the correct time when the battery was removed for less than 12 hours. The time/date goes to default settings. The patient had a blood glucose of 37mg/dl with blurred vision, cognitive impairment and confusing. The patient self-treated by drinking juice and taking glucose tablets. The time/date issue is not being reported as it is unlikely to cause an adverse event because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hypoglycemia after the use error of not confirming the time/date.